Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump spontaneously turns off during a continuous infusion of fluorouracil. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of ¿corrosion around some of terminal coils that connect to the battery, rust around the terminals¿, was confirmed through visual inspection. Battery door contacts and battery compartment contacts are corroded. Replaced battery door. Replaced battery compartment and all components within. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, air in line detector is dented. Replaced aild. Replaced dso (downstream occlusion) seal as it was stuck to the old aild. Replaced led flex. Front housing screws were missing from the pump. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.